Event description:
Olympus medical systems corp (omsc) was informed that the subject device had no function in the fourth procedure. The doctor withdrew it from the patient and confirmed a crack of the probe. While he was touching it, it broke. There was no report of the patient injury regarding this report.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe broke down at 17mm from the distal end. There was a scratch found at the broken point. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. As the result of evaluation, we have concluded that the probe tip presumably was scratched because the physician activated ultrasound output while the probe tip was in contact with metal such as a clip and forceps. After that, since the physician continued to use the device, the crack occurred. The physician observed some irregularity, such as an abnormal noise or error display, and withdrew the subject device as directed. Consequently, during cleaning/checking the device outside the patient body, the probe broke due to the stress by touching physically. Based upon the finding of the evaluation, this report appears to be related to user handling.